Manufacturer narrative:
At inclusion on (B)(6) 2010 to the study, the patient was allocated to the (B)(4) group and had two stents (sm-01) placed (diameter 7 mm x length 60 mm, diameter 7 mm x length 100 mm) in the right superficial femoral artery. On (B)(6) 2011, the angiography revealed a 75% stenotic lesion proximal of the study stent in the right superficial femoral artery. It was judged that treatment was required and the poba was performed in the right superficial femoral artery. The residual stenosis was 25%. On (B)(6) 2011, she transferred to the rehabilitation facility. The physician's judgment was follows: it was judged to be impossible to rule out a causal relation to the study device. It was judged to be causal relation to his primary disease (arteriosclerotic obliteration of the lower limbs). The physician also commented it was considered that this event derived from arteriosclerotic obliteration which was an underlying disease. However, it had been judged to impossible to rule out a causal relation to study devices, because the treated segment was the same as the part of the study stent placement a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00927 and 9616099-2011-00928.

Event description:
The report received from the (B)(4) indicated that on (B)(6) 2011, seven months after, the patient was admitted for a right femoral neck fracture that was caused by a fall. On (B)(6) 2011, she underwent the femoral head replacement. Then, rehabilitation was started. The patient became ambulatory on (B)(6) 2011, she became ambulatory herself and was discharged. Four months later, on (B)(6) 2011, she was admitted for an examination. On (B)(6) 2011, the angiography revealed a 75% stenotic lesion of proximal of the stent in the right superficial femoral artery. It was judged that treatment was required and the poba was performed in the right superficial femoral artery. The residual stenosis was 25%. On (B)(6) 2011, she transferred to the (B)(6). The physician's judgment was as follows: it was judged to be impossible to rule out a causal relation to the device. It was judged to be causal relation to his primary disease (arteriosclerotic obliteration of the lower limbs). The physician also commented it was considered that this event derived from arteriosclerotic obliteration which was an underlying disease. However, it had been judged too impossible to rule out a causal relation to devices, because the treated segment was the same as the stent placement. At inclusion on (B)(6) 2010, the patient was allocated to (B)(4). Two stents ((B)(4)) were placed (diameter 7 mm x length 60 mm, diameter 7 mm x length 100 mm) in the right superficial femoral artery. At the 30-day follow-up visit on (B)(6) 2011, the abi was 0.90 on the right and 0.86 on the left. At the 180-day follow-up visit on (B)(6) 2011, the abi was 0.91 on the right and 0.88 on the left. On (B)(6) 2011, the abi was 0.76 on the right and 0.85 on the left. The access site was the left femoral artery. The de novo lesion was 150mm in length in a 5.0mm vessel diameter.

Manufacturer narrative:
The lesion was pre-dilated with two fox balloons. The first balloon length was 5.0x100mm and the lesion was pre-dilated at 8 atms x 60 seconds x 1 time. Then the second balloon was used, a 6.0x120mm at 8 atms x 20 seconds x 1 time. This was followed by deployment of 2 overlapping smart control stents, a 7.0x100mm and a 7.0x60mm. Post-dilatation was performed with 6.0x120mm fox cross balloon at 8 atms x 30 seconds x 1 time. The residual diameter stenosis measured 0%. Concomitant devices: fox and fox cross balloons, smart control stents, a 7.0x100mm and a 7.0x60mm. Concomitant medications: pre and post procedure medications included aspirin, pletal and anplag. Intra-procedure medication was heparin. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00927 and 9616099-2011-00928.